Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that following creation of the lasik flap in the right eye, there was an area that was sticky, in the middle of the visual axis. After some manipulation, the surgeon was able to separate the tissue bridges and proceeded to complete the procedure. During the subsequent postoperative visits, the patient reported that his vision was not as good (possible optical aberration), as compared to his left eye. Additional information has been requested .